Manufacturer narrative:
A united states (us) customer reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on multiple patient samples on an atellica ci 1900 analyzer. Quality control (qc) recovered within the range before the erroneous results were obtained. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, replaced wash probe 2 manifold, ran auto check, qc and precision, which passed. Siemens further evaluated the event and determined that the probable cause of the falsely elevated tnih results could not be determined. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on multiple patient samples on an atellica ci 1900 analyzer. The initial results were reported to the physician(s), who questioned the results. The samples were reprocessed on the alternate atellica ci 1900 analyzer. The repeat results were consistent with the patient¿s clinical history. The repeat results were reported as correct results to the physician(s). It is unknown whether there were any known reports of patient intervention due to this event, however, no harm or adverse health consequences to the patient were alleged.